Event description:
It was reported that there were non-sustained tachycardia (nst) episodes of t-wave oversensing (twos.) It was also reported that two weeks earlier sensitivity and sensing vector changes were programmed. It was further reported that the twos was in true bipolar (tb) and was changed to integrated bipolar (ib) which eliminated the twos. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.